Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A 2.50x32mm synergy drug-eluting stent was advanced to treat the lesion, however, the stent was unable to cross the lesion. The physician remove the device and noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Device available for evaluation - returned to manufacturer date: corrected from 28-sep-2018 to 2-oct-2018.

Event description:
It was reported that stent damage occurred. A 2.50x32mm synergy drug-eluting stent was advanced to treat the lesion, however, the stent was unable to cross the lesion. The physician remove the device and noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut row 1 from the proximal end was lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a kink 605mm distal to the distal end of the strain relief measured using a ruler. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.